Event description:
Pt admitted 1/8/97 with tightness around chest, nausea, diaphoresis, shortness of breath, pulmonary embolism originating from possible clot in device was ruled out. This pt noticed a lump over device 4 days ago. The following day an attempt was made to inject heparin, this was not successful and the pt heart a pop at that time. She noticed the above symptoms and was admitted. (She received chemo treatment thru device in right subclavian vein, last treatment 12/26/96 - 12/27/96. She now was placed on heparin. Swelling noted over the right chest, ecchymosis, and tenderness. Pt went to surgery on 1/10/97 for removal of device. Pre and post-op diagnosis - ruptured venous port. She went to surgery on 1/13/97 for placement of new device.